Manufacturer narrative:
An event regarding a pilot wire stuck in the pin guide involving a rsa baseplate centering guide was reported. The event was confirmed. Method & results: device evaluation and results: the device appears unremarkable with the pilot wire still assembled into it. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation determined the likely root cause of the event could be the surgeon may not have inserted the pilot wire correctly at a 10 degree inferior tilt to the centering guide. Visual inspection of the returned pilot wire showed bent and galling confirming multiple attempts to insert it into the guide. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Dr (B)(6) was placing the reunion rsa pilot wire in the glenoid using the (l) deltopectoral kwire guide. The k-wire became welded in the kwire guide & he was unable to remove it. I had to open up another pilot wire and dr (B)(6) placed it by freehand technique because the kwire was lodged in the pin guide and the tech was unable to remove it. We were unable to remove the pilot wire from the pin guide at our office and the 2 are still welded together.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr (B)(6) was placing the reunion rsa pilot wire in the glenoid using the (l) deltopectoral kwire guide. The k-wire became welded in the kwire guide & he was unable to remove it. I had to open up another pilot wire and dr p. Placed it by freehand technique because the kwire was lodged in the pin guide and the tech was unable to remove it. We were unable to remove the pilot wire from the pin guide at our office and the 2 are still welded together.